Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mp5 patient monitor indicating that on (B)(6) 2026 at 8:20 during nursing rounds, it was found that the patient's monitor did not read the oxiclip reading, which was at 8:25. Thumb replacement and re-monitoring; at 8:30, the hemorrhagic oxygen level still cannot be applied so it was recommended to replace the monitor. The device was in clinical use at the time the issue was discovered. There was no adverse or patient harm reported.